Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia. The customer's blood glucose level was 30 mmol/l at the time of incident which was treated with insulin pump. Customer¿s current blood glucose was 28 mmol/l. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer was not using auto mode feature at time of high blood glucose event. Customer was assisted with performing high pressure test and it was passed. The insulin pump will not be returned for analysis.